Manufacturer narrative:
The skater introducer system used in the procedure is not available for return by the customer. A review of the DHR found no defects or deviations during the manufacture of the reported wire. A pull test for a weld break is required during the production of the wire. The reported lot pulled above the minimum specification. Inventory of the reported lot number was still on hand. An additional pull test was completed on additional samples, which pulled above the minimum specification. It is difficult to determine the root cause of the defect reported without reviewing the condition of the wire used in the procedure. If the wire is bent during the procedure, the bending or flexing of stainless steel core can reduce the tensile strength. The sample wire from the reported lot pulled above the minimum requirement, and no defect or deviations were noted; therefore, this report is not considered a systematic manufacturing defect.

Event description:
The customer reported the tip of the guidewire broke off in the patient.